Event description:
Discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) results were obtained on two patient samples on an advia centaur xpt instrument. The falsely elevated result were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument, generating lower results, which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra results.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) results were obtained on two patient samples on a advia centaur xpt instrument. The instrument produced signal 1 errors. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aspirate probe 4 tubing. Siemens further investigated the issue and determined that a crack in the aspirate probe 4 tubing potentially contributed to the discordant, falsely elevated tni-ultra results. Aspirate probe 4 is the final aspiration of the wash sequence before acid and base reagent are dispensed for the reaction to occur and an issue with the aspiration at this stage of the wash may contributed to elevated results. The issue was resolved with replacement of the part as part of normal routine instrument troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required. (B)(6).